Event description:
Legal counsel for the patient alleges that the patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2011, due to alleged acetabular cup loosening. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6), 2007. Subsequently, patient was revised on (B)(6), 2011, due to an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And ¿material sensitivity reactions.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that the patient underwent m2a hip arthroplasty on (B)(6), 2007. Subsequently, the patient was revised on (B)(6), 2011, due to patient allegations of pain and effects of elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient's revision medical records noted the revision was due to pain and the acetabular cup loosening. Medical records further noted the presence of clear-yellow fluid and scar tissue. The modular head, acetabular cup and taper adapter were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. This follow-up report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-00966-1 / 00969-1). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-00966 / 00969). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.